Manufacturer narrative:
Batch review performed on 06 april 2020: lot 144105: (B)(4) items manufactured and released on 04-ago-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all the items of this lot have been already sold without any similar reported event since 1-1-2016.

Event description:
The patient came in reporting pain due to a loose stem, and the cause of the loose stem is unknown. 5 years and 4 months after primary surgery the surgeon revised the stem, head, and liner and the surgery was completed successfully.